Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that reason for call was to obtain physician listing for their local area. When asked if ins was implanted for bladder or bowel issues, patient said "both." Patient said it was initially intended for incontinence, but they developed bowel issues 6 months after ins was implanted. Patient said they would end up having a bowel movement every time they went to the bathroom to urinate. Patient said they are having severe constipation and pain in the rectal area. Patient said they have had constipation for 20 years even before the device. Patient has not gone to the bathroom in a month and is having severe pain in their rectum. Patient is also having sharp pains in the vaginal area. Patient was just recently seen in the ER for this. Patient feels the constipation is caused by the ins and has decided to turn it off to see if symptom goes away. Since moving, patient has not established care with a new managing hcp. Reviewed option to turn stim off to see if constipation improves. Patient hasn't seen a urologist in a year and a half because they moved. Additional information was received from the patient. They reported they experienced severe pee pain when their urinary stimulator was still on but, when the urinary stimulator was turned off, they felt relieved and no longer felt pain. Additional information was received from the patient. The patient stated that the due to sacral pain experienced with the previous ins, the device was turned off about a year ago.